Manufacturer narrative:
One single dpt kit with an IV set and pressure tubing were returned for examination. The reported event of contamination issue was confirmed. One brown material was observed inside of the IV tubing, on the inner tubing wall, at approximately 35 cm proximal from IV tubing male connector. The brown material was approximately 3 mm x 1 mm in size. The material stayed at the same location inside of the IV tubing after 5 minutes of continuous flushing. The IV tubing was cut, and the material was found embedded within the inner tubing wall, but a part of the material surface was exposed from the wall. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. There was no visible particulate that was flushed out of the unit during 5 minutes of continuous flushing. The reported event occurred during priming before use. No patient compromise was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that an unknown red material was found inside of the tubing during priming of this dpt. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The ir spectrum of the brown material noted in the IV tubing during priming showed a similar absorption characteristic when comparing to pvc like material. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Investigation found that the potential root cause for this nonconformance could be a supplier material defect. As this defect cannot be generated at our manufacturing process, a supplier notification was made to their personnel about the condition.